Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that a false negative result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material (245122) is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2349933 was satisfactory per internal procedures. Formulation, torquing, and filling processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 2349933. Retention samples from batch 2349933 expired on 2024-06-16. No photos or returns were received for investigation of this complaint. This compliant cannot be confirmed. Bd will continue to trend complaints for performance defects.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that a false negative result was obtained. There was no health impact or consequences reported.